Event description:
In 2003, the gliasite device was implanted. One month later, 325 mci of the iotrex sealed source was one week later administered using the gliasite device. The iotrex was being removed from the device in the pt and withdrew 31.5 mci. The complaint site did not report any adverse effects to the pt.